Manufacturer narrative:
Device information for the explanted extension is unknown at this time. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 3: related manufacturer reference number: 1627487-2019-07328. Related manufacturer reference number: 1627487-2019-07330. It was reported the patient experienced a loss of stimulation after suffering a fall at the ipg site. Diagnostics revealed high impedances, and the physician suspected a fracture in either the ipg or extension. To address the issue, the physician performed a revision surgery on (B)(6) 2019 wherein the ipg and extension were replaced. Intraoperative impedances were still high, so the physician then explanted and replaced the lead, which resolved the issue.

Manufacturer narrative:
The reported high impedance was not confirmed. As received, the uep inductive tool showed that the device was in the service application state. Attempts to restore the device to the therapy application were unsuccessful due to crc failure. This communication issue can occur when the device is exposed to an external energy source outside the device handling and storage requirements. The condition of the accompanying lead and extension, indicates the device may have been exposed to excessive heat. A review of the generator logs returned from the field showed the device was functioning as intended and did not go into the service app until approximately a month after it was explanted. The impedance logs confirmed high impedance on all contacts prior to explant. This was caused by the catastrophic fracture observed in the returned lead. Due to the state of the device, no functional testing could be performed. However, a review of the logs did not identify any discrepancy that would contribute to the reported issue. The root cause of the service app condition could not be conclusively determined.

Event description:
Device 2 of 3. Related manufacturer reference number: 1627487-2019-07328. Related manufacturer reference number: 1627487-2019-07330.